Event description:
According to the reporter: occurred during a open colon resection procedure. The stapling device was being used for the final anastomosis. The donuts were complete. The handle was fully squeezed. There was not any excessive tissue incorporated into the barrel of the stapler. The anvil and instrument combination were not improperly matched. The anvil could be tilted after firing, the anvil was not bent, the stapler sizers were used. There were air bubbles with the leak testing but could not find the leak. There was poor staple formation. After cutting out the staple line and creating the colostomy, straight staples were discovered. There was a temporary injury as a result of the event, a colostomy was created. There was unanticipated tissue loss. The surgical time was extended by more than thirty minutes due to the product problem. Had to hand sew the colostomy creation instead of the functioning anastomosis. There will be an additional operation performed to correct the issue. The patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.